Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced increased urinary incontinence with an artificial urinary sphincter (aus) due to urethral atrophy. In a surgical procedure, the existing aus cuff was explanted and replaced with a smaller new aus cuff. No additional information was reported.